Event description:
A patient underwent a cesarean section. Three day post op, the patient experienced a wound separation. Re-closure via staples with local anesthesia at bedside. Wound vacuum applied.